Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Customer stated: "the symptom arose because the patient performed the postoperative massage from above, contrary to the customers instructions to perform it from below." Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts to gather additional information were not successful. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient performed the postoperative massage superiorly even though the surgeon had instructed to massage inferiorly. The improper massage technique caused the patient to have a loss of corneal endothelial cells, due to the shunt rubbing against the posterior cornea. The shunt was explanted and a trabeculectomy was performed. The cell loss did not progress any further. Additional information was requested.